Event description:
Second occurrence of this happening. IV catheter unable to disconnect insertion device from IV catheter hub. Rn needed to use kelly clamps to remove. Normally there is minimal force needed to disconnect this. Manufacturer response for IV catheter and hub, smiths medical jelco (per site reporter) unknown.